Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 328 mg/dl. The customer was assisted din performing a 5.0 unit fixed prime. The customer stated tha the insulin exited with no alarm while disconnected. Customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set. The customer was we will send replacement for the infusion set and reservoir. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 328 mg/dl. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. Customer stated that no delivery at 3.2 units. The customer was advised that the device would be replaced and revert to a backup plan.